Event description:
Removal of dental implant. The clinician reported the pt bone was over-heated prior to placement of the implant. The implant was not integrated and removed in a month.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted.